Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of the filler having "come up to the surface" resulting in "bags under the eyes and dark shadows" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling. Undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: coloration or discolouration of the injection area. Poor efficiency or poor filling/restoration effect.

Event description:
Healthcare professional reported approximately "8-9 months" after injection "under both eyes" with unspecified juvederm the patient developed "bags under the eyes and dark shadows". Patient was advised by the clinic that the filler had "come up to the surface". Patient was treated with hylase. In the patient's opinion the hylase treatment caused the symptoms to worsen; the patient stated they now have deep wrinkles/grooves below each eye corner".